Event description:
It was reported that a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during dwell three. The technical service representative (tsr) explained the alarm to the hp and arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.